Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of dermatitis was exacerbated by the lifevest equipment. The patient described the area as ¿red and rashy¿. There was no alleged device malfunction contributing to the irritation. The patient¿s physician gives injections for pre-existing dermatitis. The outcome of the irritation is unknown as follow up attempts were unsuccessful.